Manufacturer narrative:
The investigation determined that a higher than expected vitros amon quality control result was obtained on a vitros 5600 integrated system. The most likely assignable cause of the event is improper slide cartridge handling, as the vitros amon slide cartridge which was stored off-board the vitros instrument after being removed from the foil. Acceptable vitros amon performance was obtained when processing the same vial of control using a new vitros amon slide cartridge. The customer did not complete the requested vitros amon within run precision test, therefore the vitros 5600 system cannot be entirely ruled out as a contributor of the event. In addition, the customer does not perform quality control testing daily, historical vitros amon quality control results were not provided to evaluate the overall performance of vitros amon lot 1017-0246-2360.

Event description:
The investigation determined that a higher than expected vitros amon result was obtained when processing a vitros liquid performance verifier on a vitros 5600 integrated system. Vitros liquid performance verifier I lot b5706 - vitros amon result 95.3 umol/l versus midpoint of rom 43.8 umol/l. Biased results of the direction and magnitude observed may lead to inappropriate physician action. No patient results were affected and there were no allegations of harm. This report corresponds to ortho clinical diagnostics inc. Complaint number (B)(4).